Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and noise. The patient was making a sweeping motion at the time of inappropriate therapy having been delivered. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.